Event description:
Information received from the field notes that during post- implant interrogations, the patient went into sustained ventricular tachycardia when interrogation and measured data were performed. The patient was successfully rescued with an external defibrillator each time. The patient had previously had a myocardial infarction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative